Event description:
Found pt in cardiac arrest. Als care started-monitor malfunction will not power up. Als care continued. Ambulance (als) arrived on scene within one minute after als engine. Care continued with ambulance monitor/defib.

Event description:
Add'l info rec'd from MFR 6/28/04: the device has been returned to the MFR. The device was tested and evaluated. The outer case of the device was removed for inspection. It was immediately observed that the connector at j103 was unplugged. No other cause of the problem was observed. When the connector at j103 was plugged in, the device powered up normally. A functional test confirmed proper operation of the monitor and defibrillator. MFR has concluded that: a. The device failure was caused by unplugged connector at j103 on the monitor printed circuit board. Access to this connector can only be achieved by removal of the outer case, which requires special tools. It is therefore likely that this connector was left unplugged after a service procedure involving removal of the case and unplugging the connector at j103. Poor maintenance practice can cause this problem due to failure to connect the cable after servicing the unit. When the connector at j103 was plugged in, the device powered up normally. A funcitonal test confirmed proper operation of the monitor/defibrillator. There were signs of substantial wear and tear, which are probably the result of extensive use, since this device is over 10 years old. The complaint represents an isolated incident resulting from improper service procedures. The last record of factory service on this device is 4/26/2000, when scheduled maintenance was performed. At this time, factory service was provided under a contract. Since then, their equipment has not been serviced by the firm (welch-allyn-mrl). The device under investigation has a datascope pm sticker attached to one of the paddle housings. It should be noted that the symptoms of this deficiency are readily detected by the daily performance checks recommneded in the operating instructions for this device. This firm received info about the event on 4/26/04. The end user removed the unit from service.